Manufacturer narrative:
H3, h6: "the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include inappropriate stress or misalignment of the upper jaw when trying to pass the stitch. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation."

Event description:
It was reported that during an acl procedure, the novostitch pro needle broke off a nspro cartridge, all pieces removed from patient knee using graspers. The procedure was successfully completed without significant delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
H10: b4: information added.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the novostitch pro needle broke off a nspro cartridge, all pieces of needle removed from patient knee. The procedure was successfully completed without significant delay using a s+n back-up device. No other complications were reported.